Manufacturer narrative:
As the event was received as a literature abstract, we are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report. No device is available for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6). Per literature abstract, a retrospective multicenter study of 626 registry patients with atrial fibrillation (af) who underwent an af ablation procedure with pulsed field ablation was evaluated. Patients underwent pulmonary vein isolation, posterior wall, and mitral isthmus (mi) ablation with the use of pfa only. Of the 626 registry patients, 43 were identified who had additional mi ablation. At a mean follow up of 8.0 months a 32.6% recurrence rate was observed (64.3% af; 28.6% atypical atrial flutter; 7.1% atrial tachycardia). Kerley, r. N., armas, a., lorente-ros, m., santos-patarroyo, s., aviz, I., zapata, d., campos-villareal, d., hincapie tabares, d., tadros, t. M., sauer, w. H., zei, p. C., keane, d. T., & romero, j. (2025). Clinical outcomes of patients with mitral isthmus dependent atrial flutter undergoing anterior and posterolateral mitral isthmus lines with pulsed field ablation [abstract].